Manufacturer narrative:
H4: the lot was manufactured between february 19, 2023 - february 20, 2023. H10: the actual device was not available; however, a video of the sample was provided for evaluation. The returned video was reviewed, and it was noted that there was a leak at the port 2 administration spike port bonding area. The reported condition was verified. The cause of the reported condition could not be determined; however, a likely cause was due to inadequate, or lack of cyclohexanone being applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: five (5) devices were received for evaluation. A visual inspection with unaided eye was performed, and leakage was observed. The samples were hung with the remaining fluid filled in the bags, and leakage from the administration port 2 bonding areas was observed on all five samples. The reported condition was verified. The cause was not determined; however, most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process, causing an incorrect bonding in the returned samples. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) 500ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked from the tube; a bag was identified to leak from the membrane port tube. This occurred prior to patient use. There was no patient involvement. No additional information is available.